Manufacturer narrative:
(B)(4). This report was filed by the MFR. No product will be returned per customer. The customer complaint could not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported leakage at the distal port where the secondary tubing had been infusing. No pt harm or medical intervention occurred. No further pt/event info was reported.